Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight not known, PMA/ 510k: k101880.

Event description:
It was reported that the implant collar was fractured. Implant had to be removed. Tooth # 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. The reported event is confirmed following inspection of the returned product. Based on the evaluation, the device malfunction has occurred. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".